Event description:
The customer reported a half milliliter of brown fluid leaked onto the drip tray under the differential shear valve (cvl85) of the coulter lh 750 hematology analyzer. The customer indicated that non-numeric differential results were recovered on controlsran at the time of the leak. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the issue and discovered a clogged tubing through the differential valve. The fse flushed the valve with bleach through the erythrolyse ports of the valve to resolve the leak and the differential recovery issues. Failure mode of the event is attributed to a clogged tubing; the instrument generated non-numeric differential results on controls to alert the operator of an instrument issue. (B)(4).